Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected back light anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had been non-responsive to a brand-new battery. The insulin pump had a diminished battery life and the rewind would take a bit longer. The customer stated that the rewind was louder and the backlight was dimmed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.